Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023 information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was rep called after speaking with pt who reports having their ins replaced about a year ago. Pt reports that their controller is green but they did not bring it and it has not worked for about 8 months. Rep reports that they tried to interrogate the ins but it just showed no device found. The caller was not with the patient, so further information was not available. Patient did confirm their healthcare professional (hcp) so rep plans to call hcp to get more information. On (B)(6) 2023 additional information was received from the rep. The rep reported they are not positive what ins device the patient has implanted. The patient first reported the issue to their hcp on (B)(6) 2023. Rep was able to come in and try and interrogate and saw the message. Patient stated they had not turned on or recharged the implant in months or more. The cause was not determined as the rep could not interrogate the battery. Patient did not have their controller. The ins will be replaced with a new rechargeable battery, but surgery date has not yet been scheduled. On (B)(6) 2023 additional information received from the rep. The rep reported they could not verify the implant information. Rep repeated patient's previous report of having a replacement over a year ago. Patient did not have controller to recharge and patient reported they had been using someone else's to recharge the battery. The battery appeared to be overdischarged, so the rep could not interrogate it, but rep also reported that it could have been replaced with another company's device, indicating this could possibly be why they could not interrogate the implant.